Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during sterilization after an internal fixation surgery, it was noticed that the flexible shaft of (1) 12.5mm entry reamer had snapped at the base, right before the blade. The procedure had been completed, without any delay, using the same device. No injury was reported as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).